Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the system controller would not communicate with the system monitor when trying to download log files.

Manufacturer narrative:
The reported event of the system controller not communicating with the system monitor can be confirmed based on the investigation findings. The evaluation revealed one bent and 4 broken/missing pins in the white connector. The bent pin was identified as pin 9 representing alarm out line and the missing pin were identified as pin 1, 2, 3 and 4 representing (v+) positive and (v-) negative power lines. Also two broken pins from a patient cable were lodged inside the white connector. The broken pins from the cable, lodged in position 5 and 6 represent both communication lines. The evaluation of the black power cable revealed one bent pin. The bent pin was identified as pin 4 representing (v-) negative power line. The observed damage is consistent with connector misalignment while attempting to connect to a power source. Power interruptions were noted in the log file and it appeared that the incidents of power interruptions recorded in the log file are related to the damaged white power connector. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.